Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the electronic assembly. Moisture damage was also found on the motor assembly. No button error alarm noted. The battery out of limit alarm could not be verified due to no button response. The device had a scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he fell in a creek with the insulin pump. The customer stated that he received a battery out limit alarm that he could not clear because the buttons would not respond. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.